Manufacturer narrative:
Our manufacturing qa product specialist examined the returned unit. Both scissor blades were broken. One of the scissor blades was not returned for evaluation. Marks observed on the remaining blade indicate that the scissor blades most likely became caught on each other. Per our qa product specialist, the scissors would have been closed while inserting them into the cannula. Otherwise it is not possible to insert the scissors into the cannula. Although an exact cause could not be determined for this report, it is possible for the scissors blades to catch on each other and become blocked in an open position if they are touched or come in contact with a second instrument. We have reviewed our complaint records and no similar report was found for lot f59656.

Event description:
The facility reported that the product would not close while in eye, and dragged out a 23 gauge cannula which was in the eye. The cannula had to be removed from the eye; no additional treatment reported. There was no patient injury.